Event description:
Duotube inserted without dificulty. Air aussulted over stomach area. Kub x-ray ordered for placement. Radiologist caled to confirm duotube in pleural space. Dr. Notified. M.d. Removed duotube with 02 sat. Dropping to 78%. Pneumothorax occurred. Chest tube inserted by m.d.